Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead had high impedances. It was noted that the patients leads is suspected of fracture. The patient will undergo revision procedure. Additional information was received that the patient will not undergo a revision procedure at this time due to other health concerns.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7103856, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 542268, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead had high impedances. It was noted that the patients leads is suspected of fracture. The patient will undergo revision procedure. Additional information was received that the patient will not undergo a revision procedure at this time due to other health concerns. Additional information was received that the patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively. The explanted device components were discarded by the facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead had high impedances. It was noted that the patients leads is suspected of fracture. The patient will undergo revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408740, model: sc-2218-50, serial: (B)(6), batch: 7103095.